Event description:
Patient allegedly received an implant on (B)(6) 2016 via right common femoral vein due to inability to maintain adequate anticoagulation (per the implant operative report). Patient alleges fracture and perforation." Per (B)(6) 2016, implant operative report: ¿subsequently, a cook retrievable ivc filter was placed just below the level of the renal veins. Images taken after filter placement show excellent position without significant tilt.¿ per (B)(6) 2017 CT of abdomen and pelvis: ¿ivc filter noted.¿ per (B)(6) 2017, x-ray of abdomen: ¿an ivc filter noted.¿